Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Details of surgery: bone overheating and ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, increased sensitivity and inflammation. No further patient complications were reported.